Event description:
Hcp reported infection signs and symptoms included fever and incisional wound opening. The primary location of the infection was the lead track. Cultures were obtained and the type of organism found was coag (-) staph. The pt was treated with oral antibiotics but did not tolerate the antibiotic so they were discontinued. The device was explanted but not returned to the manufacturer for analysis.